Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/9/2023. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it received one open sample that pertained to the product code w9962. The visual assessment of the returned sample noted that the swage and attachment area was noted to be as expected the swage and attachment area were noted to be as expected and the needle still attached to the suture piece. No issues related to pull off were observed. The suture was examined, and the end appeared to be cut by a surgical instrument. Wavy suture and body fluids were noted on the strand. In addition, it was found that the strand had begun the degradation process. As per the condition of the returned sample, the functional tests could not be performed. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-04293 and 2210968-2023-04294.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Related medwatch reports: 2210968-2023-04294.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When suturing, it was easy to disconnect. There was no delay due to the reported event and the procedure successfully completed. There were no adverse patient consequences reported.